Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Hospital reported that during use of the tube, the patient (a child) fell against a table. The swivel connector lodged onto the patient's tracheostomy tube. The patient's parents were unable to remove the swivel connector from the child's tube. This resulted in the patient's airway being restricted and required an immediate change of the tube. Upon removal, the patient's parents noted damage to the tube shaft. There were no further adverse effects to patient reported.

Manufacturer narrative:
Device received (04/05/2016). Evaluation completed (07/11/2016). Evaluation results: one used sample was returned for evaluation. Visual inspection of the returned device found a crack in the device shaft. No damage to the spring coil was observed. The device history record for the reported lot number (2507115) was reviewed; this review did not identify any anomalies in the raw materials or in the manufacturing processes. The manufacturing process for this device includes several inspections that would detect this type of damage and reject the product had the damage been present at that time. Investigation could not determine the root cause of the broken shaft; however, no evidence was found to suggest an intrinsic manufacturing defect.